Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, far field r-wave oversensing resulting in inappropriate automatic mode switch (ams) was observed on the device. Abbott technical support was contacted and recommended reprogramming, however, no intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information received indicated the device was reprogrammed to resolve the event. The patient was in stable condition.